Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to feelings /normal readings and to another meter (ER meter). The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call to the patient. The reporter stated that the alleged issue began on (B)(6) 2016, although feels that it may have been ongoing for that last 2 months. The patient stated that 10 to 15 minutes prior to the alleged issue beginning she developed the symptoms of lightheaded, sweats and disorientated. The patient obtained an alleged inaccurate high result of 400 to 410 mg/dl on the subject meter compared to feelings normal results, and 39mg/dl on an ER meter performed more than 30 minutes of each other. The patient manages her diabetes with insulin (self-adjuster) and denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that on (B)(6) 2016 she received IV glucose treatment from a health care professional (hcp) in emergency room (ER). At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the results. The patient used the incorrect testing steps to obtain the results; the patient had stored her strips incorrectly in a loose bag. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurately high¿ subject meter results did not affect treatment options prior to the onset of these symptoms.